Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2009. Subsequently, the patient alleges pain and difficulty walking. The patient further alleges that two physicians have indicated that the implant has shifted; however, no revision has been reported to date. This report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Report is based on allegations set forth in the patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct information. Remains implanted.